Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance of 11 ohms for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and upon review found the low shock impedance started out of range approximately one month earlier, but had started to decrease another month before that. Review of the shock electrogram (egm) found that the qrs in same sensed rhythm changes drastically with non-physiologic signals detection. The patient was brought into the office and all shock impedance measurements were normal. It was suspected that the issue was related to the other manufacturer's rv lead, however, it was not confirmed. The patient was referred to a different physician to discuss a possible lead extraction. At this time the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the memory found multiple shock lead impedance measurements as low as 7 ohms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) and another manufacturer's lead were explanted five months later during an upgrade procedure. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d).